Manufacturer narrative:
Device not returned.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The implantable cardioverter defibrillator exhibited far field p-wave oversensing on the ventricular channel that was observed on the stored egm. Programming changes were recommended. The doctor elected not to make changes due to the infrequent nature of the oversensing, and instead elected to simply monitor the device for future occurrence of this issue.